Manufacturer narrative:
The device powered up properly after battery installation. The device received with operating currents within specification. The device passed selftest, rewind, seating, basic occlusion, occlusion, force sensor and displacement test. Unit passed dat test at 0.08810 inches. No over delivery anomalies noted. The device received with the suspend before low alert functioning properly during testing using the glucose sensor simulator. The device received with the auto mode feature functioning properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 37 to 60 mg/dl at the time of the incident. The customer was at 50 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering as it was giving them micro boluses when they were trending low. The customer was using pump auto mode at the time of the incident. Troubleshooting was completed but did not resolve the issue. The customer was also hospitalized for back surgery. The insulin pump will be returned for analysis.